Event description:
It has been reported to philips that the device screen is physically damaged and unresponsive.

Manufacturer narrative:
Previously reported g3 should have been updated at time of report to 06may2025 from 20feb2025. Investigation code grids updated. Date product received updated.

Event description:
It has been reported to philips that the device screen is physically damaged and unresponsive.

Manufacturer narrative:
On 09may2025: event date corrected from 10jan2025 to 9jan2025.